Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. No damages or abnormalities were noted with the pump. Due to a lack of imc logs provided to be able to observe sensor calibration, the optical sensor issue cannot be determined. Device history review: the device passed all the post sterile inspection.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Upon placement, placement signal was noted to be significantly higher than patient¿s arterial line pressure. The patient continued on support until the device was successfully weaned. There was no patient harm.